Manufacturer narrative:
(B)(4). The device involved has not been received by the manufacturer for evaluation at the time of this report. However, material from the production line was functionally tested, and no issues were found that can lead this customer complaint. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed based only on the information provided. To perform a proper and thorough investigation, it is necessary to evaluate the sample involved. Root cause cannot be determined. Corrective actions cannot be established. If the sample becomes available this report will be updated with the evaluation results.

Event description:
The customer complaint alleges that the device did not "spray" nebulization of the medication during use on a patient. There was no report of patient injury. Patient condition reported as fine.